Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced poor barrier separation. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: the layer of mononuclear cells cannot appear clearly. The specified volume of blood samples seems to have been collected.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. 20 retention samples were visually inspected with no issues being identified. Additionally, retain samples were further evaluated: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced poor barrier separation. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: the layer of mononuclear cells cannot appear clearly. The specified volume of blood samples seems to have been collected.